Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: the operation was tlh. The jaw was broken outside of the patient¿s body. The rep returned the device with the broken jaw. The patient is stable.

Event description:
It was reported that during a total laparoscopic hysterectomy, the jaws were broken off from the root outside the patient's body. The broken pieces were retrieved. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/11/2020. D4: batch # t94n6a. H10=corrected data= b3; b4; g4. Investigation summary: the device was received with the jaws detached at the welding point. The device was connected to the generator and it was recognized. Because the jaw was damaged, not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.